Manufacturer narrative:
The MFR report numbers for this case are super poligrip extra care with poliseal (9681138-2011-00236) and super poligrip comfort seal strips. The lot number for super poligrip extra care with poliseal was x10133a and the lot number for super poligrip comfort seal strips was 0k0407. It was unk if the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of muscle deterioration in a (B)(6) male pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) cream for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip comfort seal strips. On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced muscle deterioration, balance problem, equilibrium is off, muscle weakness, musculoskeletal stiffness, difficulty standing and inclusion body myositis. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved. Consumer stated he has been using super poligrip extra care denture adhesive cream and super poligrip comfort seal strips for approx 10 yrs prior to reporting. Consumer reported musculoskeletal stiffness, described as I can't make a fist. Consumer reported difficulty standing, described as I am unable to rise from a sitting position without effort.